Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during initial functional testing. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in january 2013 and is more than 9 years old, beyond the expected service life of 5 years. During visual inspection of the autopulse platform, the front enclosure at the front end area, and bottom enclosure at the screw well area were found to be cracked, unrelated to the reported complaint. The root cause was likely attributed to user mishandling, such as a drop. The front and bottom enclosures need to be replaced to address the observed issues. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs to be replaced to remedy the fault. The platform archive data could not be downloaded as a result of a defective processor board, however, the system error - user advisory (ua) 132 (internal watchdog timeout) was revealed after the ap vision software was utilized, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).